Manufacturer narrative:
Concomitant medical products: product ID: 977d260, serial# (B)(4), product type: screening device. Product ID: 977d260, serial# (B)(4), product type: screening device. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a trial patient via a manufacturer¿s representative (rep). The rep reported that the hcp complained that the trial leads and stylets were not sturdy enough. The hcp used force when inserting the leads and had difficulty removing the stylets. The rep reported that the handle on one of the stylets broke off when the physician attempted to remove the stylet from the trial lead. The rep reported that the hcp had difficulty placing the leads, the cause was undetermined and then removing the stylets, the stylets appeared to be kinked when removed. The rep noted that the leads were still in the patient for the duration of the trial and would not be returned. The hcp requested that the stylets be returned. No further complications were reported.

Manufacturer narrative:
H3: analysis of the stylet (serial number unknown) found that the handle was separated from the wire. Supplemental to update h.6 codes, previous fdc, fdm, fdr codes no longer apply medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.